Manufacturer narrative:
Investigation: visual inspection: visual inspection showed the following: solid cristalline particle in the prechamber. Torn catheter visible. External deposits. Permeability test: a permeability test has indicated that the valve has a blockage. Computer controlled test: the measurement with the miethke computer controlled test bench could not be performed due to the detected blockage in section 2.5 permeability test. Internal inspection : after dismantling of the valve, slightly deposits were found in the dsv. Results: in advance, we would like to point out that the product returned was not submerged in liquid at the time of delivery. Dry valves can only be tested to a limited extent. The product properties can be influenced by dry residues of cerebrospinal fluid or blood. Nevertheless, we tested the product. Based on our investigation results, we can determine a catheter rupture and blockage at the valve at the time of our investigation. Due to the fact that the valve has been implanted for a long time and the resulting children's natural body growth, we suspect a possible malfunction of the catheter system respectively a possible disconnection/tearing of the catheter occurred. Without the associated catheter, we are unable to perform further analysis on disconnection. We suspect that the deposits detected within the valve and prechamber may have led to the functional impairment. Deposits caused by substances naturally present in the csf, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a dsv with a prechamber(part # fv173t) was implanted during a procedure performed in 2006. According to the complainant, the catheter between the prechamber and the reservoir was disconnected/ruptured. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 175 centimeters (cm). Weight: (B)(6). Gender: male.